Event description:
Complainant indicated that while attempting to treat a pt (age & gender unknown) the device failed; however there was no specific info available, despite follow-up attempts to obtain more info. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd a suspect sub-assembly for analysis and will be providing a follow-up report when our investigation is completed.